Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and autoimmune disorder . Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5091981. It was reported that a female patient who underwent breast surgery with unspecified gel breast implants experienced weight loss, insomnia, lack of appetite, blurred vision, hair loss, hypothyroid, trouble focusing, fibromyalgia and rupture on an unknown side post procedure. As a result, patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile saline breast implants on (B)(6) 1999. This medwatch form is for product location a.